Event description:
The reporter stated the surgeon inserted an aa4203tf silicone plate toric lens and the lens was torn during insertion. The incision was enlarged and the capsule was torn during the removal of the lens. Another lens was implanted and sutures were required to close the wound.